Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient reported a broken sensor wire. The sensor was inserted into the abdomen on (B)(6) 2017. No medical intervention was reported. Additional event or patient information is not available. No product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined. The transmitter was not fully snapped in. Labeling indicates: make sure transmitter is snapped into sensor pod. The patient removed the transmitter before starting sensor session. Labeling indicates: do not remove the transmitter before removing the sensor pod from your body.